Event description:
It was reported that an o-ring was on the pneumatic tap. The customer's blood glucose (bg) level subsequently increased to over 500 mg/dl. As the customer was already in the hospital for a non-diabetes-related issue, the diabetes educator and endocrinologist administered insulin via multiple daily injections and intravenous methods to resolve the high bg. The customer's nurse will remove the o-ring from the pump and load the cartridge to resolve the issue. The customer was advised to call back if further issues arose and will return to using the pump for insulin delivery.